Event description:
A biomedical engineer reported that a vitreous cutting port on a system did not work during a procedure. Pt impact is unk. Add'l info has been requested, but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).